Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken main tube at the weld, approximately 90 mm from the distal tip. No main tube material was missing, and adjacent components did not show any damage. Additional unrelated observations not reported by the site: the clamp arm was found to have a broken teflon pad at the tip. A piece measuring approximately 3.00 mm × 4.00 mm was broken off, confirming that a fragment detached from the instrument; however, the broken piece was not returned. Components adjacent to the teflon pad did not show any damage. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the main tube appeared broken at the weld. The probable root cause of the teflon pad damage is attributed to use conditions. Such damage may occur due to prolonged activation with the clamp arm closed, either with or without tissue between the blade and clamp arm, or from contact with other instruments or hard/metal objects (e.g., staples or clips) during use.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument outer tube was broken and could not be used. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a da vinci surgical procedure, the outer casing of the shaft near the opening of the harmonic ace became broken, though it did not fully detach from the instrument; instead, it remained loosely attached. No fragments fell into the patient. The instrument was inspected prior to use with no damage or abnormalities noted.